Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater leak test was performed and revealed a leak from the tube near the blue connector. The blue connector cap was found to be open. This indicates that the hospital staff had attempted to insert the spike into the blue connector. Further visual inspection on the puncture in the tubing revealed that the hole was exactly at the location were the spike is inserted into the blue connector. Therefore, the puncture in the tubing originated during the spike insertion into the blue connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml ethyl vinyl acetate (eva) total parenteral nutrition (tpn) container was cracked at the seam during filling. There was no patient involvement. No additional information is available.